Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during set up for a cori assisted surgery, they received the error "system fault: communication failure - please contact robotics customer support. Press quit to exit the application". The procedure was completed by manual procedure. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Sections g3: report source h3, h6: the ri cori (india), rob10024, (B)(6) intended for use in treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details from india, it was reported that during set up for a cori assisted surgery, they received a system fault: communication failure. The procedure was completed using manual instrumentation. Per the field report, no patient injury resulted from the reported event or the 0-30 minute surgical delay. Clinical documentation was not provided and, although no patient injury was reported, the patient's current status is unknown. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be evaluated. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.